Manufacturer narrative:
Unit received with compromised force system sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to alarm. Pump passed displacement, self test and restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump was broken and called to get a replacement. Customer's blood glucose was unknown at the time of incident. No further details given.